Event description:
Boston scientific received information that this pacemaker was exhibiting a change in battery calculations. Four months ago the device longevity had less than .5 years remaining, now it's showing 2 years remaining. No programming changes were made. The clinician stated they would consider a device memory download should the longevity continue to fluctuate. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. Should additional information become available, this report will be updated.